Event description:
It was reported that a patient experienced cloudy fluid and suspect peritonitis coincident with peritoneal dialysis therapy. The cause of the cloudy fluid was not reported. The patient was treated with unspecified antibiotics (dose, frequency, and route not reported) for cloudy fluid. The event outcome and action taken with dianeal and extraneal therapies were unknown. Additional information was requested but is not available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).